Manufacturer narrative:
No manufacturer investigation was undertaken since this was a foreseen risk in device usage and is clearly noted both in the IFU and the training program.

Event description:
Patient attempted to self remove device causing edema and was referred to surgical circumcision.